Event description:
It was reported that a large volume infusor leaked from an unspecified location. The device contained 5-fluorouracil 4800mg in 230ml of dextrose water 5%. This was observed when the package was opened prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between january 23, 2023 ¿ january 24, 2023. The device was received for evaluation. A visual inspection was performed, and fluid inside the bag that contained the unit was observed. The leak was found to be from an untightened winged luer cap. An inspection under the microscope was performed, and no signs of surface roughness inside the cap were observed. A functional leak test was performed after the cap was securely connected to the device, and no leaks were observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to use error by not securely tightening the winged luer cap. The product label (IFU, instructions for use) indicates, ¿ensure that the winged luer cap is securely connected after filling and priming.¿ a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.